Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation.

Event description:
Reportedly, customer received a cartridge change error. It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump, customer received another cartridge change error. Customer will use mdi for insulin therapy. Customer's blood glucose level was 180 mg/dl.